Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the while using the angio-seal device, the doctor did not get blood return from the arteriotomy locator. He removed the sheath, locator and wire. Manual pressure was used to attain closure. The patient was not affected; the procedure was completed without incident. There were no other devices or equipment used with reported device. Additional information was received on november 12, 2018. The procedure prior to use of the angio-seal device was a diagnostic angiography. A 6fr sheath was used for access. The patient was in stable condition. The patient had "a lot" of adipose (fat) tissue, however, there was no issue with access. A pre-deployment angiogram was performed and was noted to be a candidate for closure with an angio-seal.